Event description:
On (B)(6) 2021 the patient reported that a family member helped her check the infusion device. She stated that she did not wait long enough for the device to react and that the buttons are working properly.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that a button on the infusion device was defective.